Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs received alleging pain, high levels of cobalt and chromium, difficulty, stiffness of the hip, especially with walking, bending, ascending and descending stairs, and moving. After review of medical records, the patient was revised to address chronic pain, discomfort, stiffness. Patient reports having discomfort while walking as well as of shoulder pain and stiffness from a fall sometime in 2015. Intraoperative findings include only a scant amount of fluid, no evidence of infection and no significant metallosis. The stem was noted to be stable. There was some soft tissue around the proximal aspect of the stem which was removed. The cup was noted to be not well-fixed. Patient films were taken and there was heterotrophic ossification on both hips. Doi: (B)(6) 2008; dor: (B)(6) 2016; (left hip). Patient is a bilateral. See (B)(4) for the right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.